Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The nozzle was slightly deformed and there was foreign material in the nozzle. The foreign material was black rubber that was determined to be rubber from the maj-946. The investigation is ongoing and follow up with the user facility is in process. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the nozzle on the gastrointestinal videoscope was obstructed. This was observed during reprocessing. The intended procedure was completed with a similar device. It was reported that the procedure had not been delayed more than 15 minutes. During the inspection of the returned device, the obstructed nozzle was attributed to insufficient cleaning. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, it is likely that reprocessing method at facility differed from the instructions for use (IFU) recommendation. A definitive root cause cannot be identified. IFU (reprocessing manual) says about insufficient reprocessing and reprocessing to be performed immediately after each procedure as below: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. If the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope.¿ IFU says ¿to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure¿. Olympus will continue to monitor the field performance of this device.